Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported textured to smooth implant exchange on right side. The device has been explanted and replaced. Healthcare professional later reported left side "hole, non-specific rupture."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell and orientation dot assessed as inconclusive. Additional observations: ¿ observed 40 mm dark patch edge material inside gel device. ¿ crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported textured to smooth implant exchange on right side. The device has been explanted and replaced. Healthcare professional later reported left side "hole, non-specific rupture."